Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The reported issue of the suspect device was resolved by performing repair/remediation of the device by the device trained customer. The device has been tested and the customer stated that it is working to service specifications. The suspect component is related to a current field corrective action by carefusion. No further investigation will be performed as the suspect component will require complete remediation.

Event description:
The customer reported the device alarm with visual display "extended high ppeak on ventilator start up. No reported patient involvement or harm.